Event description:
During preparation for use in a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console could not be operated. A replacement monitor was employed, which restored normal function. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. Device repaired and returned.